Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 10 months after the implantation of a 23mm sapien 3 ultra resilia valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation was due to calcification. Per medical record review, the 2-year and 3-month transthoracic echocardiogram showed a left ventricle ejection fraction of 50%. The bioprosthetic aortic valve had severe stenosis. The mean gradient of the aortic valve (av) was 55 mmhg, and the aortic valve area was 0.4 cm2. The operative note stated that the patient presented with severe tavr valve as and native valve mr. Under general anesthesia, the patient had mvr, avr, lvot enlargement, ascending aorta replacement, ascending aorta endarterectomy, and laa clip. An aortotomy was performed, and a heavily calcified dysmorphic sapien tavr was discovered. It was densely adherent to the aorta wall and was removed entirely. No surgical complications were listed.

Manufacturer narrative:
Correction to b5: the model number described in the complaint was initially stated as a 23mm sapien 3 ultra resilia valve. However, the correct model number is a 23mm sapien 3 ultra valve. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post-implantation - calcification was confirmed based on the medical report in this case, available information suggests patient co-morbidities likely contributed to the event as the patient's medical history reported diabetes mellitus and chronic kidney disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.